Manufacturer narrative:
For product ID: nim4cm01, serial/lot #: (B)(6), ubd: , UDI #: (B)(4) h6: code updated, previously submitted code fdc d16 is no longer applicable and fdc d02 is now applicable. For product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI #: (B)(4); h3: analysis of the patient interface box was completed and concluded that the unit was presented with sw:(v1.7.5), a worn fuse decal, fully charged batteries, a stim 1 measurement accuracy failure due to a defective afe pcba and a voltage compliance failure due to a defective stim pcba. H6: code updated, previously submitted codes fdm b17, fdr c20 and fdc d16 is no longer applicable and fdm b01 , fdr c0601 / c0201 , fdc d02 and img g04080 / g02005 is now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim system console is beeping and the patient interface unit is making a loud noise all case. There was no known patient impact.

Manufacturer narrative:
H3: analysis of the nim console system was completed and concluded that the unit was received with sw version 1.7.5 installed. There was no sound from the pmb. Crm firmware revision was not current. Software was not correctly installed. The pmb was replaced and the software was re-installed / updated. H6: fdm b01 , fdr c0201 / c1003 / c1004 and img g02005 / g02008 / g0200804 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h6: fdm b17 , fdr c20 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.